Event description:
It was initially reported that during the pt's appointment, the pt's device was disabled due to unk reasons. It was later believed by the physician that at the last appointment when diagnostics were done, that the pt's movement must have interrupted the test. The pt's previous appointment was on (B) (6)2010, which confirmed an interrupted diagnostic test. There was no final interrogation performed at that time.